Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the nozzle, around adhesive objective lens and adhesive objective lightguide lens. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: d9. Per the customer¿s response, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (foreign material inside the nozzle, around adhesive objective lens and adhesive objective lightguide lens) could not be identified. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event (partially broken celling plate-plate in the control body unit) could not be identified. However, it¿s likely the cause of the partially broken celling plate-plate in the control body unit is related to repeated bending stress from coil pipe-stopper and high humidity inside the control section. The suggested events can be detected by performing inspection prior to use described in the following chapter of instructions for use (IFU): -operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.